Event description:
It was reported that the pump touch screen was missing pixels, affecting the customer's ability to interact with the pump. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.